Event description:
Clinical trial. Same case as MFR# 6000089-2006-01954. It was reported that the patient experienced a myocardial infarction (mi) post procedure. The patient presented with chest pain at a local hospital. The EKG indicated an mi, and the patient was transferred to the study site for the index procedure. The index procedure treated a de novo lesion in the proximal rca, with 70% stenosis. The physician predilated the lesion prior to placing both a 2.75 x 20mm and a 2.75 x 12mm taxus express2 stents. The patient received nitroglycerin, reopro, heparin, cardene and atropine during the procedure. Post procedurally, the patient was in the critical care unit with complaints of mild chest discomfort. Enzymes continued to be elevated. The patient also had a speech disturbance, likely due to tia, as well as anemia. There were no residual effects. The patient was discharged 5 days later on aspirin and plavix.

Manufacturer narrative:
The complainant inicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed